Manufacturer narrative:
The polarsheath was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the complaint device was confirmed through cis analysis. A visible tear was observed in the center of the polarsheath hemostatic valve. The device also failed all functional leak testing, with a leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized at 5.5 psi in hemostasis testing. The polarsheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve at the proximal end. The tear in the hemostatic valve resulted in the polarsheath leaking. There appeared to be no issues with the valve puncture and valve slits as they were aligned and centered in the valve. The tear is believed to have occurred from normal use during the procedure as no defects were found that would have contributed to the valve tearing. The cause traced to component failure conclusion code was selected based on analysis of the returned product.

Event description:
It was reported that air bubbles were observed in the sheath during preparation. During preparation for an ablation procedure to treat atrial fibrillation, a polarsheath was selected for use. While aspirating the sheath, air bubbles were observed. The device was replaced, and the procedure was completed successfully without patient complications. The device was returned for analysis.

Event description:
It was reported that air bubbles were observed in the sheath during preparation. During preparation for an ablation procedure to treat atrial fibrillation, a polarsheath was selected for use. While aspirating the sheath, air bubbles were observed. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.